Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flow-reading issue was confirmed via the log file and via the centrimag console¿s functional analysis. The log file contained data from 04aug2025 ¿ 05aug2025, and 11aug2025, per timestamp. Atypical flow values were intermittently observed throughout the data, as the flow readings ranged between negative and positive values when the system was either not running or after the system had been manually stopped. When the system was operating around ~1200 rotations per minute (rpm) on 11aug2025, the flow readings at this time were observed to be 0 liters per minute (lpm), causing an f2: flow signal interrupted alarm to occur. The system was observed to have been manually shut down on 11aug2025, and no other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center, and the console¿s flow reading was observed to become blank during testing alongside an active f2: flow signal interrupted alarm, consistent with the data observed in the log file. The console was troubleshot, and the root cause of the events was isolated to an issue with the console¿s flow printed circuit board (pcb); however, the root cause of the flow pcb¿s issue was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the flow probe was not being recognized. Additional information was received that three flow probes were tested but same result was observed. No patient was affected. The centrimag console was replaced and the new console worked perfectly with all the flow probes.